Event description:
Operating table stopped working (no patient on it). On the lockout tag, problem was noted as: bed power cord broken. Or personnel could not take out the bed of room due to no power. As of report, defective equipment is still in or suite 1. No procedures could be done in that room at all. Manufacturer response for operating room table, (B)(6) (per site reporter): biomed personnel called company to report defective equipment. As of report, said equipment is still in or suite 1 since the equipment is too heavy to move without power.

Event description:
Operating table stopped working (no patient on it). On the lockout tag, problem was noted as: bed power cord broken. Or personnel could not take out the bed of room due to no power. As of report, defective equipment is still in or suite 1. No procedures could be done in that room at all. Manufacturer response for operating room table, meera (per site reporter). Biomed personnel called company to report defective equipment. As of report, said equipment is still in or suite 1 since the equipment is too heavy to move without power.